Event description:
A report was received that the patient underwent an explant procedure. No additional information will be provided.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50 serial # (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn and their location is unknown. A review of the manufacturing documentation for the ipg and paddle lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. (B)(6) 2011 exact date unknown.